Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Updated from (B)(4) to (B)(4).

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported event was not reproduced. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal cover was not attached properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The following patient identifier is linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure, the duodenovideoscope was removed from the patient. During the cleaning and reprocessing, the nurse noticed that the distal cap was missing. The physician immediately retrieved the distal cap, which had fallen into the patient's throat, using grasping forceps with an endoscope. There was no mucous membrane damage. No harm or injury was reported.